Event description:
It was reported that incisions in the shoulder for arthroscopic portals in the intraarticular and subacromial area were made and a multiliamentary injury was evidenced and it was repaired in a row with a peek 5.5 mm healicoil with mac point. However, the physician decided to make a second row with peek 4.5mm, at the time of checking that the implant was correctly anchored, the ants of peek 4.5 mm were found broken and the anchor came out only from the initiation hole, therefore, the doctor decided to leave the patient with a single row of anchorage. There was no significant delay. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 4.5 footprint ultra pk anchor assembly, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. Improper site preparation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.